Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 21mm 3300tfx valve in the aortic position was explanted after an implant duration of six (6) years, eleven (11) months due to degeneration and calcification. The explanted valve was replaced with a 23mm 3300tfx valve. Per medical records, patient presented with symptomatic mitral valve stenosis, aortic valve with moderate gradients, and tricuspid regurgitation. Intraoperatively the aortic valve was noted to have some degeneration. The aortic valve was excised. The patient underwent a root enlargement with patch and a 23mm magna was implanted. No significant perivalvular leak post-op and normal biventricular function post-op. Concomitantly, patient underwent tv repair with a 4900 tricuspid ring, mvr with non-ew valve, and maze procedure. Pathology report identified bovine bioprosthetic valve with mild calcification. No pannus formation, tears, perforation, or vegetations noted.